Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed with all external and internal components intact and in their appropriate post clip-deployment position. There were no abnormal observations that could have resulted in difficult device removal. The access ports and safety release were not used. This is contradictory of what was reported. Based on the investigation findings, the device was fully functional as designed. The probable root cause for the reported difficult device removal after clip deployment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the device was difficult to remove from the patient's anatomy. The access ports, safety release button and force were used to remove the device from the patient anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.